Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, lower abdominal/pelvic") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), pruritus ("itchy skin"), abdominal distension ("bloating"), myalgia ("constant overall muscle soreness"), libido decreased ("diminished libido"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("severe, lower abdominal"), arthralgia ("hip pain"), menorrhagia ("abnormal, and heavy bleeding during menses") and back pain ("severe back pain/back pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, migraine, pruritus, abdominal distension, myalgia, libido decreased, dyspareunia, dysgeusia, weight fluctuation, abdominal pain lower, arthralgia, menorrhagia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dyspareunia, fatigue, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, pruritus and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, pelvic, pain") and device breakage ("device breakge, one of the coils was broken") in a 38-year-old female patient who had essure (batch no. 653901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2000, cesarean section in 2002, sympathetic nerve ablation in 2002, sympathetic nerve ablation in 2002, headache and diarrhea (in 20's,) in 2000. Previously administered products included for prevent pregnancy: mirena iud. Concurrent conditions included cervical cancer since 1999, bladder cancer since 2000, irritable bowel syndrome (in 20's,) since 2000 and food allergy. In 2009, the patient experienced acne ("adult onset acne started after device was implanted"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 5 months 12 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal, and heavy bleeding during menses, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced balance disorder ("excessive instability / feeling imbalanced"), emotional disorder ("emotional") and depressed mood ("sad"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced pruritus ("itchy skin"), abdominal distension ("bloating"), myalgia ("constant overall muscle soreness"), libido decreased ("diminished libido"), dysgeusia ("metallic taste in her mouth"), back pain ("severe back pain/back pain"), allergy to metals ("nickel allergy"), constipation ("gastrointestinal or digestive system condition type: constipation"), food allergy ("allergic or hypersensitivity reaction type: foods - increased as the went one years"), abdominal pain lower ("abdominal pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with cetirizine hydrochloride (zyrtec), sumatriptan (imitrex), spironolactone, paracetamol (tylenol), ibuprofen (advil), surgery (on (B)(6) 2016, plantiff underwent total hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. In may 2016, the migraine, abdominal pain lower, arthralgia and uterine pain had resolved. On (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the pelvic pain, dyspareunia and back pain had resolved, the device breakage, fatigue, pruritus, abdominal distension, myalgia, libido decreased, dysgeusia, balance disorder, acne, headache, allergy to metals, constipation, food allergy, emotional disorder and depressed mood outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, balance disorder, constipation, depressed mood, device breakage, dysgeusia, dyspareunia, emotional disorder, fatigue, food allergy, headache, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, pruritus, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiffs symptoms have mostly resolved, though some remain. The abnormal bleeding, migraines, pain, and itchy resolved after the essure device was removed. Hair loss and weight gain decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. On 19-jan-2010, hysterosalpingogram (hsg): results total bilateral occlusion. It was successful, although one of the coils was broken, scar tissue still formed around it. Unknown date: allergic test and elimination of certain foods. Allergic to dairy and gluten, tomatoes, peppers quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, pelvic, pain") and device breakage ("device breakge, one of the coils was broken") in a 38-year-old female patient who had essure (batch no. 653901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2000, cesarean section in 2002, sympathetic nerve ablation in 2002, sympathetic nerve ablation in 2002, headache and diarrhea (in 20's,) in 2000. Previously administered products included for prevent pregnancy: mirena iud. Concurrent conditions included cervical cancer since 1999, bladder cancer since 2000, irritable bowel syndrome (in 20's,) since 2000 and food allergy. On (B)(6) 2009, the patient had essure inserted.in 2009, the patient experienced acne ("adult onset acne started after device was implanted"). On (B)(6) 2010, 5 months 12 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal, and heavy bleeding during menses, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On 1-jan-2011, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced feeling abnormal ("excessive instability / feeling imbalanced"), emotional disorder ("emotional") and depressed mood ("sad"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced pruritus ("itchy skin"), abdominal distension ("bloating"), myalgia ("constant overall muscle soreness"), libido decreased ("diminished libido"), dysgeusia ("metallic taste in her mouth"), back pain ("severe back pain/back pain"), allergy to metals ("nickel allergy"), constipation ("gastrointestinal or digestive system condition type: constipation"), food allergy ("allergic or hypersensitivity reaction type: foods - increased as the went one years"), abdominal pain lower ("abdominal pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with cetirizine hydrochloride (zyrtec), sumatriptan (imitrex), spironolactone, paracetamol (tylenol), ibuprofen (advil), surgery (on (B)(6) 2016, plantiff underwent total hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the migraine, abdominal pain lower, arthralgia and uterine pain had resolved. On (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the pelvic pain, dyspareunia and back pain had resolved, the device breakage, fatigue, pruritus, abdominal distension, myalgia, libido decreased, dysgeusia, feeling abnormal, acne, headache, allergy to metals, constipation, food allergy, emotional disorder and depressed mood outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, constipation, depressed mood, device breakage, dysgeusia, dyspareunia, emotional disorder, fatigue, feeling abnormal, food allergy, headache, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, pruritus, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiffs symptoms have mostly resolved, though some remain. The abnormal bleeding, migraines, pain, and itchy resolved after the essure device was removed. Hair loss and weight gain decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. On (B)(6) 2010, hysterosalpingogram (hsg): results total bilateral occlusion. It was successful, although one of the coils was broken, scar tissue still formed around it. Unknown date: allergic test and elimination of certain foods. Allergic to dairy and gluten, tomatoes, peppers most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: treatment drugs added; weight fluctuations, weight gain / loss was updated to weight gain; hormonal changes describe: excessive instability was updated to excessive instability / feeling imbalanced; emotional and sad were added as event; hair loss outcome was updated from resolved to recovering; itchy outcome was updated to resolved; mirena iud was added as historical drug. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, pelvic, pain") and device breakage ("device breakage, one of the coils was broken") in a 38-year-old female patient who had essure (batch no. 653901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2000, cesarean section in 2002, sympathetic nerve ablation in 2002, sympathetic nerve ablation in 2002, headache and diarrhea (in 20's,) in 2000. Concurrent conditions included cervical cancer since 1999, bladder cancer since 2000 and irritable bowel syndrome (in 20's,) since 2000. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced acne ("adult onset acne started after device was implanted"). On (B)(6) 2010, 5 months 12 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal, and heavy bleeding during menses, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations, weight gain / loss"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and the first episode of pruritus ("rashes or skin conditions : itchy skin"). On an unknown date, the patient experienced the second episode of pruritus ("itchy skin"), abdominal distension ("bloating"), myalgia ("constant overall muscle soreness"), libido decreased ("diminished libido"), dysgeusia ("metallic taste in her mouth"), back pain ("severe back pain/back pain"), allergy to metals ("nickel allergy"), constipation ("gastrointestinal or digestive system condition type: constipation"), food allergy ("allergic or hypersensitivity reaction type: foods - increased as the went one years"), abdominal pain lower ("abdominal pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes describe: excessive instability."). The patient was treated with cetirizine hydrochloride (zyrtec), sumatriptan (imitrex), surgery (on (B)(6) 2016, plaintiff underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the alopecia, migraine, abdominal pain lower, arthralgia and uterine pain had resolved. On (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the pelvic pain, dyspareunia and back pain had resolved and the device breakage, fatigue, the last episode of pruritus, abdominal distension, myalgia, libido decreased, dysgeusia, weight fluctuation, hormone level abnormal, acne, headache, allergy to metals, constipation and food allergy outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, constipation, device breakage, dysgeusia, dyspareunia, fatigue, food allergy, headache, hormone level abnormal, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of pruritus and the second episode of pruritus to be related to essure. The reporter commented: since her removal surgery, plaintiffs symptoms have mostly resolved, though some remain. The abnormal bleeding, migraines, pain, and hair loss stopped soon after the essure device was removed. Diagnostic results: on (B)(6) 2010, hysterosalpingogram (hsg): results total bilateral occlusion. It was successful, although one of the coils was broken, scar tissue still formed around it. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received: hormonal changes describe: excessive instability. Adult onset acne started after device was implanted, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: foods - increased as the years went on, rashes or skin conditions type: itchy skin, migraines / headaches, device breakage, nickel allergy, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one , gastrointestinal or digestive system condition type: constipation. Never experienced before as she had ibs with diarrhea in her 20's, hair loss added as events and patient, reporter, lot number and product information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.